Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp expected 4.3ml to be removed from the pump during a scheduled refill and received 15ml. No environmental, external, or patient factors were reported to have caused this issue. A catheter dye study was to be scheduled. The issue was not resolved and the patient was "alive - no injury." The event date was (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 2017-11-17, UDI#: (B)(4), product ID: 8731sc, serial/lot #: (B)(4), ubd: 2013-02-02, UDI#: (B)(4). Patient codes were updated/corrected to: (B)(4). Device code (B)(4) pertains to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump was supposed to have 2cc but had 17cc and they thought the pump had failed. It was noted the patient had an abscessed tooth and the surgeon would not do the surgery until the tooth was fixed. It was further reported when the surgeon opened the patient up, he told her the pump was working fine, so they rolled her over and put in a new, longer catheter. It was noted every time they put in something new, they had to start at a low level and work her back up. The event date was (B)(6) 2018. Physician listings were also being requested at the time of this report. No further complications were reported/anticipated or expected.

Event description:
Additional information was received from a healthcare provider (hcp) indicated a pump discrepancy was noted on (B)(6) 2018 as previously reported and a catheter dye study was performed on (B)(6) 2018. The patient was referred to the doctor for further evaluation and treatment. It was noted the events were resolved and the patient¿s weight at the time of the event was 283 pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type catheter h6 - device code (B)(4) applies in addition to previously reported device codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the result of the dye study was inconclusive. They were unable to aspirate the catheter. Catheter replacement was not yet scheduled. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that the catheter dye study was to see if there were any plugs or kinks in the catheter. It was noted that the hcp thinks that the pump could be giving her too much medication and sometimes giving too little medication; the pump was refilled anyways and the patient was given an antidote prescription for the morphine in case of an overdose situation. The caller stated that for the past couple of months when she gives herself a bolus it hasn¿t been giving her any pain relief like it had in the past. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.